Event description:
Healthcare professional reported deflation. This record is for the left side. The device was explanted.

Manufacturer narrative:
Clarification to reported partial onset(b3) date: (B)(6) 2023. Laboratory analysis summary the device related to the reported event deflation was received on april 15, 2026, with lot number 1335310. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed delamination of diaphragm valve through microscopic inspection assessed as adhesive failure and observed opening in the diaphragm valve assesses as a cracked valve seat diaphragm valve. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, e1, h6.

Event description:
Healthcare professional reported deflation. This record is for the left side. The device was explanted.

Event description:
Healthcare professional reported deflation. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.